Event description:
Account alleged hi/low drift.

Manufacturer narrative:
Technical support recommended cleaning and degreasing drive screw and brake assy and then putting new thin layer of red lithium grease on it. Three attempts have been made to contact the customer for resolution of this issue without success.